Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to call back if the issue happened again, and they acknowledged this guidance.